Manufacturer narrative:
The customer has indicated that the subject device was discarded and will not be returned for evaluation. Therefore, an engineering analysis of the subject device can not be performed. A review of the device history record did not detect any deficiencies in the manufacturing process. Device discarded, not returned for evaluation. The event has not been confirmed; no product was returned for evaluation.

Event description:
It has been reported to us that the tip of the guide wire separated and remained inside the patient. The physician inserted the guide wire into the patient. The physician completed the case and attempted to remove the wire. The guide wire became stuck in the patient's vessel. An attempt was made to snare the guide wire out but the attempt failed. The guide wire remains in the patient's artery. No injury to patient. The customer indicated this was a hard case involving a highly calcified lesion.